Event description:
It was reported that the instrument would not 'click' into place in order to make the appropriate mm cut. It was reported that the 2, 8 and 10 slide right out.

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.